Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned detached and within the microcatheter. Analysis of the monofilament found striations, which is indicative of tensile stretching. Results of the product evaluation confirmed the complaint. The force exerted during manipulation/retracting the coil system is consistent with the monofilament of the coil being subjected to force exceeding its tensile strength.

Event description:
It was reported that coil embolization treatment was performed on a ruptured aneurysm. After almost all of the second coil had been placed, the decision was made to exchange the coil. During retraction, the coil detached, leaving a segment of the coil outside the aneurysm. An attempt was made to retrieve the coil with a snare device; however, the snare broke. A second snare was used to retrieve both the coil and the broken snare. There was no reported patient injury.